Event description:
The customer tested her blood glucose using her 2 contour meters and received readings of 47 and 290 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer disposed of her remaining test strips, so no product will be returned for evaluation.